Manufacturer narrative:
B3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure where the device was not placed in surgery mode. Subsequently, ipg could not communicate with external devices. Programmer displayed error messages ¿ipg repair attempted. The programmer will reconnect when the ipg is ready.¿ and ¿connection problem with generator.¿ the clinician programmer (cp) logs showed that the ipg was found in the service app state and that the clinician programmer attempted the service app recovery protocol. Troubleshooting and repair was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. The device was not returned for analysis; however, data logs was received. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.